Manufacturer narrative:
The device was returned to the MFR for repair. The device is (B)(6) old. Visual inspection did not reveal any damage or evidence of failure that would have caused the reported issue. The device passed testing, except it was out of calibration at the 0 (non-graft collection) setting only. This would not have caused the reported issue. The device was serviced and returned to customer. The cause of the reported issue is unk; the device met all relevant specifications, and no other likely causes.

Event description:
It was reported that the zimmer air dermatome took graft then skipped at the end. There was no report of injury or medical intervention associated with the incident.